Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they were (B)(6) lbs at the time of the event.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger (serial#: (B)(4)) found that the connector pins were broken.

Event description:
Information was received from a patient who was implanted with an implantable neurostimualator (ins) for spinal pain. It was reported that the connector pin was broken. Patient reported having pain in their back for the past couple of days because the ins battery was depleted.